Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "intellivue mp70 in the room does not track/follow the leads - will show electrical activity on monitor, but shows no number for pulse rate and/or alarm for asystole. No death or patient / user injury or harm was reported.